Event description:
Reporter indicated that the handheld computer was giving the site an error message that the flashcard was "not registered". A soft and hard reset was performed, but the same error message was received. Another 7.1 flashcard was used and the event resolved. Cyberonics is pending receipt of the 7.1 programming software for product analysis.

Manufacturer narrative:
Device malfunction suspected but the event did not cause or contribute to serious injury or death.